Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported by the customer "we have had a few instances where staff are reporting that the safety clamp did not engage upon removing the tubing from the pump module. The IV solution spilled all over the floor when removed from the pump". There was patient involvement but no harm.

Manufacturer narrative:
Correction: describe event or problem, report source, report source other. Additional information: manufacturer narrative. Investigation summary: the reported 'safety clamp not engaging' event was confirmed and attributed to the pump module having a sear installed that was a third-party part. An external and internal inspection was performed on the suspect pump module, and it was observed that the sear was a third-party part. However, the other inspected components were in good condition and not related to the reported event. After replacing the third-party part (sear) with an original one in good condition from the dchu facilities, a sear functionality test was performed on the suspect pump to resolve the 'safety clamp not engaging' issue. The pump module passed the sear functionality test. A review of the logs was conducted, and no errors, malfunctions, or alarms related to the reported event were found. The last recorded infusion on the date mentioned by the facility (on (B)(6) 2025) was connected to a pcu with s/n: (B)(6) and was programmed with a rate of 10 ml/h and a vtbi of 100 ml. Bd alaris¿ system v12.3 with guardrails¿ suite mx user manual states: use only bd approved parts when performing corrective maintenance or repairs. Use of third-party parts can affect the safety and efficacy of the bd alaris¿ and alaris¿ devices leading to risk of device failure, patient injury, or even death. The device was in use for treatment purposes as intended per 21 cfr 820.198(d)(2). Note to repair center: devices were disassembled for this investigation, please ensure proper assembly, torquing of screws, and appropriate testing is performed. Repair center should follow their normal processing of the device, looking for any incidental issues prior to returning it to the customer. Dchu will not be picking up the cost of the incidental repairs. Root cause: the root cause of the 'safety clamp not engaging' issue was identified and attributed to the presence of a third-party sear installed in the pump module. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported by the customer "we have had a few instances where staff are reporting that the safety clamp did not engage upon removing the tubing from the pump module. The IV solution spilled all over the floor when removed from the pump". There was patient involvement but no harm. Following the event, the customer met with a bd clinical consultant and the customer indicated the device was listed as ¿for eval of safety clamp not engaged. It was unknown if roller clamp was used and unknown medication or fluid infusion involved. During an on-site visit, a bd technical practice consultant performed an external inspection of one of the pump modules and found the pivot latch screw backing out. No further issues observed.